Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with chest drainage unit (cdu). The customer reports that the tubing that connects to the chest drainage unit got disconnected at the top of the cdu prior to use during setup. The customer further reported no impact to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.